Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Visual analysis of the returned device found the side car-rx presented pushback out of specification and the sheath buckled at several locations. Functional evaluation found the basket able to open and close inside and outside the endoscope. The evaluation concluded that excessive manipulation of the device most likely contributed to the failure. Additionally, the interaction with other devices during the procedure might have impacted the integrity of the device. Therefore, the most probable root cause of this complaint is "operational context" since due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the basket would not fully open. There was no stone captured inside the basket when the basket would not open. Device was removed and tested outside the patient, and still the basket would not fully open. The were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; side car-rx pushback.